Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the separating gel did not separate the serum after centrifugation. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone # : (B)(6). E1: initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the separating gel did not separate the serum after centrifugation. No patient impact reported.

Manufacturer narrative:
Investigation summary: "material #: 367983, lot/batch #: 3194568. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.